Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, perforation uterus, right occlusion only') and genital haemorrhage ('gen. Abnorm. Bleeding') in a (B)(6)-year-old female patient who had essure (batch no. 664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and tonsillectomy. Concurrent conditions included fibroids since (B)(6) 2012, fibromyalgia, rheumatoid arthritis, tendinitis, thyroid disorder, pelvic adhesions, gallstones, appendicolith and endometriosis of ovary. Concomitant products included citalopram since 2012 for depression and anguish, gabapentin since (B)(6) 2015 for fibromyalgia and tendinitis, hydroxychloroquine since (B)(6) 2015 for rheumatoid arthritis and tendinitis, levothyroxine sodium (synthroid) since (B)(6) 2013 for thyroid disorder as well as atorvastatin since 2015, calcium carbonate; cholecalciferol (calcium with vitamin d) since 2017, estradiol, potassium chloride since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, bladder/urinary problems : vag. Infec") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: depression & mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("pain abdominal area") and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (robotic tlh with attempt to conserve her adnexae, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown and the pelvic pain, menorrhagia, vaginal infection, abdominal pain and genital haemorrhage had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: under direct observation, 7 mm suprapubic trocar is inserted and bilateral tubes ere seen, and the left essure device could not be seen in the peritoneal cavity. Most likely, the essure device is s ill in myometrium and decided to proceed with application of falope rings an both sides, and 0.25% marcaine is applied over the uterus and falope rings applied an the left tube approximately 2 cm distal to the left cornu and a good knuck e of tube is seen. In a similar manner falope rings applied on the right tube. Approximately 4 cm distal to the right corn because the proximal cornual was possibly stiffened with the essure device which is in the patient received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection perforation uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: gall stones and a small appendicolith in the appendix, however no other pathological findings were identified. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: had an us that showed fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, pelvic pain female, vaginal hemorrhage, menorrhagia, abdominal pain. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs and mr received ¿ case becomes incident and medically confirm, new events migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression & mental anguish, dyspareunia (painful sexual intercourse) and pain abdominal area were added. Severity of pelvic pain was added. Product information lot number, indication and essure insertion date was added. Patient information date of birth, height and race were added. Medical history, lab data and concomitant medication were added. New reporter and consumer address were added. On 4-sep-2019: pfs received reporter information was added. New event added genital bleeding. Event outcome added pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection. This is live follow up 2nd and 3rd process together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, perforation uterus, right occlusion only') in a 41-year-old female patient who had essure (batch no. 664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and tonsillectomy. Concurrent conditions included fibroids since (B)(6) 2012, fibromyalgia, rheumatoid arthritis, tendinitis, thyroid disorder, pelvic adhesions, gallstones, appendicolith and endometriosis of ovary. Concomitant products included citalopram since 2012 for depression and anguish, gabapentin since (B)(6) 2015 for fibromyalgia and tendinitis, hydroxychloroquine since (B)(6) 2015 for rheumatoid arthritis and tendinitis, levothyroxine sodium (synthroid) since (B)(6) 2013 for thyroid disorder as well as atorvastatin since 2015, estradiol, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, bladder/urinary problems : vag. Infec") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: depression & mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("pain abdominal area"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic tlh with attempt to conserve her adnexae, hysterectomy (full)salpingectomy (bilateral remova). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain, bacterial vaginosis and migraine had resolved and the vaginal haemorrhage, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: under direct observation, 7 mm suprapubic trocar is inserted and bilateral tubes ere seen, and the left essure device could not be seen in the peritoneal cavity. Most likely, the essure device is s ill in myometrium and decided to proceed with application of falope rings an both sides, and 0.25% marcaine is applied over the uterus and falope rings applied an the left tube approximately 2 cm distal to the left cornu and a good knuck e of tube is seen. In a similar manner falope rings applied on the right tube. Approximately 4 cm distal to the right corn because the proximal cornual was possibly stiffened with the essure device which is in the patient received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection perforation uterus.concomitant drug: calcium with vitamin d diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: gall stones and a small appendicolith in the appendix, however no other pathological findings were identified.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: had an us that showed fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, pelvic pain female, vaginal hemorrhage, menorrhagia, abdominal pain. Lot number: 664435 manufacturing date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, perforation uterus, right occlusion only') in a 41-year-old female patient who had essure (batch no. 664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and tonsillectomy. Concurrent conditions included fibroids since (B)(6) 2012, fibromyalgia, rheumatoid arthritis, tendinitis, thyroid disorder, pelvic adhesions, gallstones, appendicolith and endometriosis of ovary. Concomitant products included citalopram since 2012 for depression and anguish, gabapentin since (B)(6) 2015 for fibromyalgia and tendinitis, hydroxychloroquine since (B)(6) 2015 for rheumatoid arthritis and tendinitis, levothyroxine sodium (synthroid) since (B)(6) 2013 for thyroid disorder as well as atorvastatin since 2015, estradiol, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since (B)(6) 2010, paracetamol (acetaminophen) since (B)(6) 2010, potassium chloride since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, bladder/urinary problems : vag. Infec") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: depression & mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("pain abdominal area"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic tlh with attempt to conserve her adnexae, hysterectomy (full)salpingectomy (bilateral remova). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain, bacterial vaginosis and migraine had resolved and the vaginal haemorrhage, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: under direct observation, 7 mm suprapubic trocar is inserted and bilateral tubes ere seen, and the left essure device could not be seen in the peritoneal cavity. Most likely, the essure device is s ill in myometrium and decided to proceed with application of falope rings an both sides, and 0.25% marcaine is applied over the uterus and falope rings applied an the left tube approximately 2 cm distal to the left cornu and a good knuck e of tube is seen. In a similar manner falope rings applied on the right tube. Approximately 4 cm distal to the right corn because the proximal cornual was possibly stiffened with the essure device which is in the patient received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection perforation uterus.concomitant drug: calcium with vitamin d diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: gall stones and a small appendicolith in the appendix, however no other pathological findings were identified.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: had an us that showed fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, pelvic pain female, vaginal hemorrhage, menorrhagia, abdominal pain. Lot number: 664435 manufacturing date: 2009-08 expiration date: 2012-08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, perforation uterus, right occlusion only') in a 41-year-old female patient who had essure (batch no. 664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and tonsillectomy. Concurrent conditions included fibroids since (B)(6) 2012, fibromyalgia, rheumatoid arthritis, tendinitis, thyroid disorder, pelvic adhesions, gallstones, appendicolith and endometriosis of ovary. Concomitant products included citalopram since 2012 for depression and anguish, gabapentin since january 2015 for fibromyalgia and tendinitis, hydroxychloroquine since january 2015 for rheumatoid arthritis and tendinitis, levothyroxine sodium (synthroid) since january 2013 for thyroid disorder as well as atorvastatin since 2015, estradiol, medroxyprogesterone acetate (depo-provera) from (B)(6) 2010 to (B)(6) 2010, nsaids since february 2010, paracetamol (acetaminophen) since february 2010, potassium chloride since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In february 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, bladder/urinary problems : vag. Infec") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In march 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: depression & mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleeding"), abdominal pain ("pain abdominal area"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine") and post procedural complication ("post procedural complication"). The patient was treated with surgery (robotic tlh with attempt to conserve her adnexae, hysterectomy (full)salpingectomy (bilateral removal). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, vaginal infection, abdominal pain, bacterial vaginosis and migraine had resolved and the vaginal haemorrhage, depression, anxiety, dyspareunia and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: under direct observation, 7 mm suprapubic trocar is inserted and bilateral tubes ere seen, and the left essure device could not be seen in the peritoneal cavity. Most likely, the essure device is s ill in myometrium and decided to proceed with application of falope rings an both sides, and 0.25% marcaine is applied over the uterus and falope rings applied an the left tube approximately 2 cm distal to the left cornu and a good knuck e of tube is seen. In a similar manner falope rings applied on the right tube. Approximately 4 cm distal to the right corn because the proximal cornual was possibly stiffened with the essure device which is in the patient received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection perforation uterus. Concomitant drug: calcium with vitamin d diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: gall stones and a small appendicolith in the appendix, however no other pathological findings were identified.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: had an us that showed fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, pelvic pain female, vaginal hemorrhage, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New events: bacterial vaginosis, migraine, post procedural complication added. Outcome for events added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: myometrium/essure device could be seen poking through the uterus so it is. Still in the myometrium, perforation uterus, right occlusion only') and genital haemorrhage ('gen. Abnorm. Bleeding') in a 41-year-old female patient who had essure (batch no. 664435) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity and tonsillectomy. Concurrent conditions included fibroids since (B)(6) 2012, fibromyalgia, rheumatoid arthritis, tendinitis, thyroid disorder, pelvic adhesions, gallstones, appendicolith and endometriosis of ovary. Concomitant products included citalopram since 2012 for depression and anguish, gabapentin since january 2015 for fibromyalgia and tendinitis, hydroxychloroquine since (B)(6) 2015 for rheumatoid arthritis and tendinitis, levothyroxine sodium (synthroid) since (B)(6) 2013 for thyroid disorder as well as atorvastatin since 2015, estradiol, potassium chloride since 2016 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia), menorrhagia (heavy menstrual bleeding)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, bladder/urinary problems : vag. Infec") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression, psych injury") and anxiety ("psychological or psychiatric problems condition: depression & mental anguish"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("pain abdominal area"). The patient was treated with surgery (robotic tlh with attempt to conserve her adnexae, hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the uterine perforation, vaginal haemorrhage, depression, anxiety and dyspareunia outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, vaginal infection and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: under direct observation, 7 mm suprapubic trocar is inserted and bilateral tubes ere seen, and the left essure device could not be seen in the peritoneal cavity. Most likely, the essure device is s ill in myometrium and decided to proceed with application of falope rings an both sides, and 0.25% marcaine is applied over the uterus and falope rings applied an the left tube approximately 2 cm distal to the left cornu and a good knuck e of tube is seen. In a similar manner falope rings applied on the right tube. Approximately 4 cm distal to the right corn because the proximal cornual was possibly stiffened with the essure device which is in the patient received treatment for pelvic pain, abdominal pain, menorrhagia, genital bleeding, vaginal infection perforation uterus.concomitant drug: calcium with vitamin d diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2010: gall stones and a small appendicolith in the appendix, however no other pathological findings were identified.. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2012: had an us that showed fibroids. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : uterine perforation, pelvic pain female, vaginal hemorrhage, menorrhagia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.